Event description:
The account alleged that when he raised the bed up and lets go of the function, the bed comes back down on its own. No injuries reported.

Manufacturer narrative:
The account replaced the foot control assembly to resolve the issue with the bed.